Event description:
It was reported that this implantable pacemaker needs to be recalibrated when walking as it gets exhausted and stated using the battery faster than it should be. Patient was informed that the device battery would last for 10 years but recently it indicated that the device needs to be replaced in the next year or so. This device remains in service. No adverse patient effects were reported.